Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The additional perclose proglide device referenced in b5 is being filed under a separate manufacturer report number.

Event description:
It was reported that suture placement in an unspecified vessel was attempted with two proglide devices, using a pre-close technique, prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, "there was an issue with the sutures and the knot was not done". The aaa procedure was completed and hemostasis was achieved with another proglide device. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It is unknown if the physician is trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. The reported suture break was confirmed as a link detachment/suture retrieval issue was observed. The investigation determined the reported difficulty appears to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previous medwatch report filed, additional information was received: it was reported that suture placement in the moderately calcified right common femoral artery was attempted with two proglide devices, with a 6f sheath using a pre-close technique, prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, a suture break occurred with both proglide devices. The sutures of two other proglide devices were successfully replaced prior to the aaa procedure. The sheath was upsized to 18f and the aaa procedure was completed. The successfully replaced sutures of the two proglide devices were used after the procedure to achieve hemostasis. The physician is reportedly trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.